Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 633 mg/dl, "chest pain, and abnormal EKG [electrocardiogram]"; cause was not known. Customer administered a manual injection to address the issue and went to the emergency room with trace ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids of saline and insulin. Customer was discharged the same day with the issue resolved and no permanent damage. Tandem technical support did a full pump system check and confirmed that pump was functioning as intended.